Event description:
It was reported that there was a change in therapy effect. Three days prior to the report, the patient began experiencing increased spasms. The patient had no fever, no altered mental status and no pruritus; and there were no audible pump alarms. The date of the last refill was "recent." The patient was at the emergency room (ER), and they wanted to interrogate the pump to determine the pump status. The patient went into the ER because she said she was having leg spasms. She thought it was due to the pump malfunctioning. The pump was interrogated, and the logs were read and there were reportedly ¿no events whatsoever.¿ the patient also had pain. The patient required hospitalization. No diagnostic testing was required. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).